Event description:
It is reported that the device was implanted in 2003. The device was revised in 2007, due to osteolytic lesions around the medial screws.

Manufacturer narrative:
Eval summary: there is no definitive cause for the reported osteolysis. Eval: no prod or x-rays were returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.